Event description:
The fe reported a collimator iris too large error during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurence). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was adjusted and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.